Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer reporting that a v60 ventilator had an alarm, and could not be used normally. A philips authorized service provider (asp) reported the issue occurred during device testing; there was no patient involvement. The alarm tone was intervals. The device was repaired using other channels. The customer confirmed the unit pass performance specification testing after the repair was complete and was returned to service. The customer declined to provide further information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.